Manufacturer narrative:
(B)(6).

Event description:
Note: this MFR report pertains to the first of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-05471 for a description of the other device. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6) 2010. According to the physicians office, the patient underwent a cystocele repair on (B)(6) 2010. As of a follow up medical appointment on (B)(6) 2010, the patient is doing very well and no pain was reported. The patient returned to the office on (B)(6) 2011, and no additional information was provided. All other information is unknown and unavailable.